Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to cystocele, urethral hypermobility, and intrinsic urethral sphincter deficiency. It was reported that the patient underwent a second revision with secondary closure and debridement of vaginal wound on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to bladder prolapse, stress urinary incontinence, and vaginal wall prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, wound healing problems and vaginal scarring. It was also reported that the patient underwent mesh revision on (B)(6) 2010 for secondary wound closure, anterior vaginal wall wound, and exposed graft. It was reported that the patient underwent mesh revision-secondary closure and debridement of vaginal wound on (B)(6) 2010 for persistent graft exposure. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of vaginal hernia repair and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-08161. The same patient is represented in each medwatch.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.